Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the ultra fast-fix suture was disconnected. Both ts remained implanted in the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the t1 anchor was pushed backward beyond the needle dimple. No physical damage visible to the suture. A visual inspection revealed the t1 anchor has been detached from the needle. The t2 anchor has been pushed forward to the needle dimple. The actuator doesn't appear to have been deployed, but unknown if the foam insert was placed back into device. The depth tube has been cut to desired length. No physical damage visible to the device. A functional evaluation revealed the device functioned as expected. T2 could be pushed past the needle dimple into the deployed position. The suture knot could be tightened as expected. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.